Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including hyperlipidemia (hld), diabetes mellitus (dm), and coronary artery disease (cad). The subject device is not available for evaluation as attempts were made to retrieve the device, but no device was returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 4 years, 5 months due to early bioprosthetic valve degeneration and stenosis. The patient presented with heart failure, fatigue, and sob. The explanted valve was replaced with a 21mm non-edwards mechanical valve. The patient was in stable condition post procedure and transferred to the ICU. The patient was discharged pod #11. Per medical records, the patient presented with heart failure, persistent fatigue, and sob. Tee ((B)(6) 2024) revealed mean gradient of 41 with ava of 0.73. Patient underwent redo avr with a 21mm on-x mechanical valve. Pre-op echo revealed preserved ef with stenotic bioprosthetic valve, and it appeared that only one of the three leaflets were moving. Annular enlargement was performed as the surgeon was unable to seat the 21mm on-x and was concerned that a 19mm valve would leave excessive ppm. Post-op echo revealed preserved ef with a mean gradient of 8 and no ai. Patient was taken to the ICU post procedure and discharged pod #11.